Manufacturer narrative:
Lead model 3888, lot # j0504355v, explanted: (B)(6) 2012; extension model 3708360, lot # nkc006796n, explanted: (B)(6) 2012; implantable neurostimulator model 7425, serial # (B)(4), explanted: (B)(6) 2012; lead model 3888 lot # l74117, explanted: (B)(6) 2012; extension model 7495, serial # (B)(4), explanted: (B)(6) 2012 analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated that during the procedure on (B)(6) 2011, the physician attempted a percutaneous lead revision but was unable to place the lead. It was confirmed that impedances measured on (B)(6) 2011 showed >3600 ohms on electrode combinations with #0, 1, and 3. After consultation, the physician then decided to replace the entire neurostimulator system which was performed on (B)(6) 2012. No injuries were noted and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent

Event description:
It was reported that the patient experienced no stimulation sensation associated with the implantable neurostimulator. The device was noted to still be "functioning," however. Impedance readings were greater than 4,000 ohms. A surgical revision was to be performed on (B)(6) 2011. The original plan was to remove the patient's entire system and implant new leads and a new neurostimulator in the buttock area. The patient's device was located in the abdomen, at the time of this report. The patient's physician did not want to remove the existing device, however, and was to cut the extensions and cap them off "in some fashion." No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3888, lot# j0504355v, implanted: (B)(6) 2007, explanted:na; extension model 3708360, lot# nkc006796n, implanted: (B)(6) 2007, explanted:na; programmer model 37742, lot# njd032595n; recharger model 37752, lot# nka022565n; implantable neurostimulator model 7425, lot# nat120456h, implanted: (B)(6) 2000, explanted:na; lead model 3888 lot# l74117, implanted: (B)(6) 1999, explanted:na; extension model 7495, lot# naf012082n, implanted: (B)(6) 1999, explanted:na; programmer model 7434, lot# unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
Plug/boot accessory model 3550-29 lot #unknown implanted: unk explanted: (B)(6) 2012. Analysis of neurostimulator model 37711 (B)(4) showed no anomalies. Analysis of extension model 3708360 (B)(4) showed the #3 wire was broken at the distal #3 connector crimp sleeve and that the body of the insulation was cut through. The continuity was acceptable and no shorts were seen between circuits. Analysis of lead model 3888-33 lot #j0504355v showed that the body of the lead was broken at the anchor site (24 cm from the distal end). Specifically, all conductors were broken 22.5 cm from the distal end of the lead and the #3 wire was stretched at electrode #3. The outer insulation was intact. All circuits were found to be open. Analysis of lead model 3888-28 lot #l74117 showed no significant anomalies. It was observed that a loop of the #3 wire was pulled out at the #3 electrode and circuits 2 and 3 were shorted in this area. Analysis of the plug accessory model 3550-29 lot # unknown showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.